Event description:
It was reported that the patient received an inappropriate shock. Oversensing and impedance increase of the lead was noted. The lead was capped and replaced. Patient status is listed as "ok". No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.